Manufacturer narrative:
No lot number was provided or known. Device has not been returned to manufacture. Product no returned to manufacture.

Event description:
It was reported that hex driver (rhd2.5) got stuck in unknown implant and the implant had to come out.

Manufacturer narrative:
The rhd 2.5 driver was not returned for investigation. A visual and functional inspection could not be conducted. No device lot number was provided for this complaint. However, the rhd 2 .5 is a component of the tsvkit kit, manufactured by veridiam allied (B)(4). A device history review was not performed as no lot was presented, but a non-conformance issued on previous lots brought this complaint within that scope. A corrective action preventative action (CAPA) was opened to address the confirmed event within those lots. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer® instrument kit system and driva¿ drills ¿ IFU 8874 rev 4-07/14 IFU 8874 was reviewed. It contains rdh2.5 handling instructions. However, as the reported event was confirmed, CAPA through which the reported event is addressed was reviewed. CAPA was closed to scar for veridiam allied swiss. Scar addresses the reported device malfunction. The event is addressed through (B)(4). This complaint was included in recall 2023141-10-04-2017-002-r, as it was addressed specifically as part of hhe 17-351. This document states the following: ¿due to a lack of complaints from other ll lots, all complaints which don¿t list a lot number are assumed to originate from ll lots 63542171 and 63651233.¿ the risk management file for retaining 2.5mm hex drive r latchlock (rhd 2.5) was reviewed. Per risk file (B)(4) the risk for parts being out of specification estimation of severity is minor and the probability of the occurrence of harm is improbable. This condition would lead to potential delay in treatment and in customer complaint. The parts did not engage and therefore could not be used. Hhe evaluation resulted in initiation of a market recall under internal recall number 2023141-10-04-2017-002-r. The following root cause was identified through the scar: the confirmed event is due to the specification ¿verify hex form (B)(4)¿ (hex form within .0005 on three sides) not being fully invoked during the straddle mill manufacturing process. Appropriate escalation steps have been taken to further investigate the issue. The following sections were updated: date of this report, date received by manufacturer, follow-up number, add follow up type, (B)(4).

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for screw-vent® implants¿ 9665 rev 0-09/14. Information identified: technique information ¿ step 6 rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent® and screw-vent implants surgical manual #5161. Complaint indicates the hex driver would not disengage with the implant. The event was non-verifiable without the return of the product. A root cause for the complaint could not be determined.